Event description:
The manufacturer became aware of a literature published by the ¿rhode island hospital, department of orthopaedics, united states¿. The title of this report is, ¿is distal locking of long nails for intertrochanteric fractures necessary? A clinical study¿, published on july 28, 2014, which is associated with the stryker ¿gamma-3 nailing system¿. The article can be found at http://dx.doi.org/10.1016/j.jcot.2014.06.001. This report includes an analysis of the clinical data that was collected on 107 patients, and the cases in this study range from 2006 to 2012. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced avascular necrosis of the femoral head, requiring revision. The report states that, ¿patient developed avascular necrosis of the femoral head and was revised to a total hip arthroplasty after healing of her original fracture¿.

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of avascular necrosis, which required revision, could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.

Event description:
The manufacturer became aware of a literature published by the ¿rhode island hospital, department of orthopaedics, united states¿. The title of this report is, ¿is distal locking of long nails for intertrochanteric fractures necessary? A clinical study¿, published on july 28, 2014, which is associated with the stryker ¿gamma-3 nailing system¿. The article can be found at http://dx.doi.org/10.1016/j.jcot.2014.06.001. This report includes an analysis of the clinical data that was collected on 107 patients, and the cases in this study range from 2006 to 2012. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced avascular necrosis of the femoral head, requiring revision. The report states that, ¿patient developed avascular necrosis of the femoral head and was revised to a total hip arthroplasty after healing of her original fracture¿.

Manufacturer narrative:
Correction: please refer to h6 results & conclusion codes. This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of avascular necrosis of the femoral head, requiring revision could be confirmed, from the available radiographs in the literature study. From the available radiographs, a formal medical opinion was sought which states: "that the implant is chosen (treatment modality), the nail, is absolutely correct for this kind of pertrochanteric fracture. Reposition is well. The lag screw position is good in the lateral view, it is close to the calcar (caudally positioned) in the ap- view. Whether this has contributed to the complications that showed up in the meantime is not sure. It is not clear from the x-ray whether there is bursitis, as this is not visible on the x-ray. With the knowledge, that later a head necrosis has been observed, I would doubt, that there was massive bursitis, but this can only be assessed with the direct investigation of the patient and therefore must be left to the discretion of the treating physician, and it must be assumed that the diagnosis was determined correctly. Yes, the event of head necrosis can be confirmed, while it is not sure, whether there was bursitis, that can only be assessed with a direct physical investigation. If there was bursitis a slightly shorter lag screw could have been chosen initially". Based on the investigation and formal opinion, the root cause was attributed to patient related, and it might be due to a lack of sufficient metabolism of the head. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.